Event description:
It was reported that during device change-out for normal eri, minor damage was noted on the insulation near the is-1 connector, but there was no functional dysfunction. The lead was connected to the new ICD. Dfts were successful. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.